Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. He device was opened against a ledge of calcium and the physician couldn't cannulate the gate. The aorta was very narrow and calcified. It measured 22 mm just below the renal arteries and narrowed down to 14-15 mm at the distal waist. The contralateral gate was invaginated due to an anatomical restriction. The physician decided to convert to an aorto uni-iliac using another gore excluder aaa endoprosthesis featuring the c3 delivery system. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. It was reported to gore that the invagination was due to an anatomical restriction: the aorta was narrow and calcified. The physician was aware that the case was outside IFU. According to the gore excluder aaa endoprosthesis instructions for use (IFU), considerations for pt selection include minimal calcification in the proximal neck. Additionally, the IFU states that the key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites. Furthermore, potential device or procedure related adverse events may include endoleaks, improper component placement, vessel occlusion, reintervention and open surgical conversion. Attempts to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable.